Event description:
It is reported that the device was implanted in 1986 or 1987 and that the pt was revised in 2009, due to eccentric wear.

Manufacturer narrative:
Eval summary - the device was in-vivo approx 21 or 22 years. Neither the implant nor x-rays were returned, therefore, engineering analysis was not possible and the exact cause of the polyethylene wear observed cannot be determined. However, it is highly likely that the wear was proportional to the in-vivo duration. Eval - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.